Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
8 out of 9 connectors of the tigerpaw system ii device were not engaged. A second tigerpaw system ii device was successfully used to complete procedure. There was no bleeding based on this event. There was no patient negative effects.